Event description:
Caller reported a temperature alarm but declined to answer whether their blood glucose level exceeded 500 mg/dl, leaving the impact on the blood glucose level unknown. To address the issue, the customer was unable to clear the alarm and resume insulin delivery, necessitating a replacement of the pump by the technical support team. The pump was within warranty, and the customer planned to use multiple daily injections (mdi) as a backup therapy. Technical support confirmed the shipping address for the replacement and guided the customer to put the pump into storage mode before returning it using a pre-paid label, which the caller acknowledged.